Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6)-year-old female who, due to a rectal cancer, had a lower anterior rectum resection (lar) with colo-anal anastomosis and j-pouch creation in (B)(6) 2017. No radiotherapy. After 2x4 h nurse training the patient started irrigation on (B)(6) 2018 with no apparent problems. On (B)(6) she experienced immediate pain in the anal area after insertion of the catheter and she with removed the catheter without installing water (no balloon burst). Due to bleed and severe pain she was hospitalised where a sub-peritoneal perforation just above the anastomosis was detected. No signs of peritoneal involvement. After 7-days antibiotic treatment she was discharged. Conclusion: sub-peritoneal bowel perforation caused by rectal catheter just above the coloanal anastomosis in a lar patient. Recovered after 7-days antibiotic treatment in hospital.

Manufacturer narrative:
No lot number available and therefore not possible to trace back to relevant production documentation to see if similar problems were registered for this particular lot number. The complaints are monitoring for forming trending to management on a regular basis. Conclusion: bowel perforation caused by rectal catheter just above the coloanal anastomosis in a lar patient. Recovered after 7-days antibiotic treatment in hospital. Bowel perforations are covered by the product risk assessment. As the root cause is undefinable, a single risk cannot be singled out. To underline this, please find attached the document 'root causes for bowel perforations occurring in relation to use of peristeen anal irrigation' .